Event description:
Patient had a mitral valve replacement and noise on device vf recording during procedure with magnet placement. Device was eos after procedure.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned data were inspected. The inspection of the data from (B)(6) 2017 revealed the battery status eos and 34 charging cycles were documented to the device memory. In the available iegms from episode 40 noise was observed in the right ventricular and far-field channels on (B)(6) 2017, leading to two charging cycles. The last charging cycle number 34 was aborted by activation of the battery status eos. Therefore, it is reasonable to assume that an unfavorable magnet application during the reported mitral valve replacement surgery may have contributed to the clinical observation. An unfavorable orientation as well as a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear only during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a battery or hybrid malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. There was no indication of a material or manufacturing problem.